Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the battery charger was resetting and would not charge the test battery packs. Upon evaluation, there was contamination on the battery board and a failure at bga components u104 and u1003 on the computer / analog (ca) board 54030841_revj. The cause of the resets and inability to charge the battery packs is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause for the bga failure could not be positively identified. The root cause of the resets and inability to charge the battery packs cannot be distinguished between the contamination and bga failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not charge the battery packs.